Event description:
A report was received from russia that stated: pt underwent an osteosynthesis of the right clavicle with an lcp reconstruction plate on (B)(6) 2010. The plate broke 2 months post op and pt was revised on (B)(6) 2010. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.